Event description:
It was reported that the device indicated recommended replacement time (rrt) and the physician questioned the device longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 4076-58, lead, implanted (B)(6) 2006; 4194-88, lead, implanted (B)(6) 2006; h608h33, heart ring, implanted (B)(6) 1998. (B)(4).